Manufacturer narrative:
Date: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited numerous upstream occlusion alarms when the cassette reservoir was down to the last 10ml. The flexible baggy inside the cassette collapsed as it emptied, and thereafter got pinched at the top near the fluid outlet. It was observed that this could prevent the cassette from fully emptying if the fluid got trapped below the pinch. There was unknown patient involvement.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Analysis of production records was conducted which indicated all inspections were completed and no issues were noted during manufacture.